Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 555 mg/dl. Caller stated that the customer bolused only two times in two day 11-15 hours apart prior to hospitalization. Nothing further was reported.